Event description:
Patient reported capsular contracture baker grade I. This event is non-serious and not reportable to the FDA.

Manufacturer narrative:
Clarification h.1 type of reportable event: other- events reported are non-serious. The event of capsular contracture baker grade I is non-serious and not reportable to the FDA.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a right side exchange due to concerns with the product, capsular contracture, baker grade unknown, and "nodule". Device remains implanted.